Event description:
A nurse reported that an accident victim was admitted to the facility with severe injuries requiring surgery. Vac therapy was applied when the surgery was completed. Shortly after the pt arrived in the sicu, heavy bleeding was noted. The bleeding continued for 1 1/2 hours during which period vac therapy was discontinued. Reportedly, further efforts to control the bleeding were unsuccessful and the pt was returned to surgery. The pt expired several hours later.